Event description:
The hcp reported the pt had a pump revision done in 2002. Pt presented on approximately 05/2002 with sings of an infection of the csf and pump that included fever, pain, and a headache. A culture of the csf was positive and the pt was diagnosed with meningitis. Pt was treated with IV ampicillin and gentamycin and total device system explant. The hcp reported the infection resolved.